Event description:
The customer reported that the insulin pump did not alarm when the cannula was completely kinked. The customer declined to troubleshoot the insulin pump, and he will continue monitoring his blood glucose. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.